Event description:
It was reported that the procedure was to treat a lesion in an unspecified coronary artery. The 3.0x15mm xience alpine stent delivery system (sds) was advanced to the target lesion and inflated before it was noted that the stent implant was not on the balloon. It was then noted that the stent implant had dislodged in the protective sheath before use. Reportedly, there was no resistance noted during removal of the protective sheath before use. A new 3.0x15mm xience alpine sds was used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: failure to follow steps/instructions. The device was returned for analysis. The reported dislodged/dislocated stent was confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. Additionally, it should be noted that the xience alpine instructions for use (IFU) states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted.